Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder scope procedure, after the scope was removed from the joint the pressure and flow of the ar-6480 dualwave pump started to increase on its own. Upon the pressure spiking, liquid squirted out of the wound and contaminated fluid went into the scrub tech's eye. After the issue occurred, the staff stopped the pump and re-started it again. The pressure normalized and the pump started working fine again. After working properly, the pressure and flow on the pump spiked once again. The staff took the tubing out, and re-inserted it. The same pump and tubing were used to complete the procedure without further incident. The tubing being used was ar-6410 (lot unknown). The complaint ar-6480 and ar-6410 are both returning for evaluation.

Manufacturer narrative:
The returned main pump tubing ar-6410 was visually inspected and showed neoprene sleeve collapsed. The returned ar-6480 dualwave arthroscopy fluid management system device assembled with the returned ar-6410 tubing were tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. It was observed that the pressure inside the neoprene sleeve had been released, once the pump was powered on. The pump functioned as intended with no error message and/or audible alarm triggered. A clamp test was performed. The results of the clamp test confirmed the pump did alarm and provide an error as intended/expected. The most likely cause for this type of issue/occurrence is by unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump. These conditions can trigger the alarm for pressure fault. Final conclusion is potential misuse and the complaint allegation not confirmed.